Event description:
It was reported that a user experienced connectivity issues in which dexcom g7 glucose values displayed on the dexcom app but not on the ilet, consistent with signal loss between the cgm and the pump. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm data display on the ilet after guidance to toggle the ilet cgm setting between dexcom g6 and g7, with no alerts or alarms and no need for further assistance. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed that the device resumed expected function following settings reconfiguration, consistent with a communication or configuration issue rather than a hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error leading to temporary loss of cgm data transmission to the pump.